Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 483 mg/dl at time of incident and current blood glucose level was 274 mg/dl. The customer was treated with 10 units via syringe or injection. The customer allege pump was under delivering because tried to deliver bolus with blood glucose but was not given adequate amount to correct the blood glucose (around 2 units of insulin). The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No under delivery anomaly noted and passed the delivery accuracy test. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.